Event description:
It was reported that during a lap colon procedure, the device fired but no staples formed. The donut was completely formed but no staples were visible. The hand sewed the anastomosis to complete the procedure. The pt is currently stable.

Manufacturer narrative:
Info not available, device not returned for analysis.